Event description:
The customer reported that during an eye procedure, while using a green bipolar cord and diathermy handpiece, and arc occurred and charred the patient's eye was flushed out. The surgeon noticed brown spots on the cornea which were removed.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.